Manufacturer narrative:
The customer initially reported that the plt background was high, which was caused by a pressure hiss from pinch valve pv12. Through the phone troubleshooting assistance provided, the customer was able to replace the tubing through pv12, resolving the plt background high. A field service engineer (fse) evaluated the instrument on (B)(4) 2016. Service visited and observed that the manual probe was not going inward and spraying diluent through the probe due to solenoid sol 17 not functioning properly. The fse replaced defective sol 17, resolving the leak. (B)(4).

Event description:
The customer reported high platelet (plt) background results and a clear fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.